Event description:
During a rotational atherectomy procedure, involving a tight, calcified and chronic total occlusion in the om, the physician was unable to maintain rpm's, and was unable to advance the burr over the wire. Upon removal, it was noted that the burr had detached and remained on the wire. No pt injuries or complications were reported.